Manufacturer narrative:
It was clarified that the initial ft4 ii result from the e601 module for patient 5 was 25.77 pmol/l. The repeat result on the same module was 23.26 pmol/l.

Manufacturer narrative:
Patient 6 is female. A new sample was obtained for patient 6 and the tsh result was 0.034 uiu/ml and the ft4 ii result was 27.49 pmol/l. The customer's centrifuge conditions of 5 minutes at 5000 rpm seem very fast. Based on the information provided, a general reagent issue can be excluded. Assays from different manufacturers can generate different results. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that results for multiple patients tested for elecsys ft4 ii assay (ft4 ii) on a cobas 6000 e 601 module did not match the patients' diagnosis. The ft4 ii results were reported outside of the laboratory where they were questioned by the physician. The patient samples were repeated on another roche system and the results were the same. The patient samples were then repeated on an abbott system and the results corresponded better to the patients' diagnosis. The customer provided data for 7 patient samples tested for ft4 ii and elecsys tsh assay (tsh) on the e601 module compared to the abbott method. Of the data provided, 6 patient samples were discrepant for ft4 ii and 6 patient samples were discrepant for tsh. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results. Refer to attached data for the patient results. Calibration and qc were acceptable. There was no allegation that an adverse event occurred. The e601 module serial number was (B)(4). The field service representative (fsr) visited the customer site and found that the system was operating properly.